Event description:
It was reported that an asymptomatic patient presented in the clinic for routine follow up. Non-sustained lead noised due to post paced t wave oversensing on the ventricular lead was observed on stored egm. The physician will reprogram the device on the patients next follow up appointment. No adverse events were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.